Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. Subsequently, the patient was hospitalized, and the device was explanted and replaced two days later. Besides intervention, there were no other adverse patient effects reported. This product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. Subsequently, the patient was hospitalized, and the device was explanted and replaced two days later. Besides intervention, there were no other adverse patient effects reported.